Manufacturer narrative:
Medications: metoprolol, pravastatin, fish oil, warfarin, lisinopril, hydralazine, levothyroxine, losartan potassium, ferrous sulfate, digoxin, finasteride, tamsulosin, furosemide, spironolactone and vitamin b12 results: a review of the manufacturing records verified the lot met all pre-release specifications. Conclusion: as stated in the gore® excluder® aaa endoprosthesis instructions for use, aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore excluder® bifurcated endoprosthesis.

Manufacturer narrative:
An additional device used in the procedure pxc201200/03482939 was added to the manufacturing evaluation. A review of the manufacturing records for this device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2006, a patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses (pxt281418/04160372 and pxc201200/03482939). On (B)(6) 2014, a follow-up computed tomography study showed the aneurysm had increased in size from 6cm to 8cm. There was no leak detected, so the enlargement was felt to be due to endotension, according to the physician. On (B)(6) 2014, an additional procedure was performed to treat the aneurysm enlargement. The endoprosthesis was relined with the following devices: (pxa280300/10663401, pxc141400/12015267 left side and plc201200/12130492 right side). During the reintervention, thrombus was seen at the aortic neck. The patient did well following the procedure.

Event description:
On (B)(6) 2006, a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses (pxt281418/04160372). On (B)(6) 2014, a follow-up computed tomography study showed the aneurysm had increased in size from 6cm to 8cm. There was no leak detected, so the enlargement was felt to be due to endotension, according to the physician. On (B)(6) 2014, an additional procedure was performed to treat the aneurysm enlargement. The endoprosthesis was relined with the following devices: (pxa280300/10663401, pxc141400/12015267 left side and plc201200/12130492 right side). During the reintervention, thrombus was seen at the aortic neck. The patient did well following the procedure.